Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
An implant card dated received on (B)(4) 2013 indicated that the lead was revised due to a lead discontinuity.attempts for lead return have been unsuccessful.

Event description:
Clinic notes dated (B)(4) 2013 were stated that high impedance was seen during diagnostics. The patient¿s seizure frequency since a previous visit on (B)(6) 2013 was relatively stable. The patient¿s settings were provided. Follow-up showed that there was no known manipulation or trauma. X-rays were taken but would not be provided for review. The device was not programmed off after high impedance was seen. The patient underwent revision surgery on (B)(6) 2013. No product has been received to date. A generator diagnostic was performed intraoperatively with normal results.